Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A consumer reported that after having intraocular lenses (iol) implanted bilaterally she has great difficulty driving a night due to haloes and glare. She has tried many different kinds of antiglare lenses but the do not seem to help. Additional information was requested. There are two reports associated with the consumer. This report is for the right eye.